Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the hospital: the outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended (1 mm deviation for l5 screw placements was acceptable). There was no direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 5 min). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either. According to the results of this technical investigation and the information provided by the hospital, it can be concluded that the root cause of the deviated l5 screw placements from their intended trajectories by approximately 1 mm (in an angular deviation) was most likely either one (or a combination) of the following potential factors: relative movement of the anatomy between l4 (patient reference array fixation) and l5 (operated region of interest) due to a non-rigid connection and/or forces applied on the anatomy. As the reported deviation was relatively small, anatomical movements causing up to 1 mm of navigation inaccuracy cannot be excluded as a potential root cause for this minor deviation of l5 screw placements from intended. A slightly imprecise instrument calibration accuracy that was used to perform invasive surgical steps for l5 screw placements. The relatively small reported deviation could have been due to a slightly imprecise instrument calibration. As the user must carefully verify all instruments before accepting them for use in navigation, an accepted calibration accuracy with up to 1 mm imprecision cannot be excluded as a potential root cause fo the minor deviation. The root cause of the significant shift of the navigated tap's displayed position in the navigation during instrumentation at right l5, showing from being centred in the pedicle to then shifting 8 - 9 mm towards the superior/inferior edges, was most likely a poor or suboptimal orientation of the instrument's array to the navigation camera. For optimal tracking and accuracy of instruments in navigation, the instrument's array should face directly (perpendicular) to the navigation camera's line of sight. Rotation of the instrument array away from this optimal orientation can affect proper visibility and therefore accuracy of the tracked instrument on the registered image in navigation. The surgeon had intentionally rotated the instrument array away from the camera's direct line of sight when this significant shift was observed in the navigation display during the procedure (and when the array was facing directly towards the camera again, the tracked instrument was showing centred in the pedicle again, same as before the array was rotated and significant shift observed). Apparently, the resulting (1 mm) deviation between tracked instruments on the registered patient image and the actual patient anatomy was not recognized by the user with the appropriate and necessary accuracy verification during bone preparation and screw placement at left and right l5 pedicles. The significant (8 - 9 mm) deviation of the tap instrument's tracked position in the navigation display was recognized by the user at the time it occurred and did not correspond to any unintended surgical steps (i.e. The final screw placement at this pedicle was considered acceptable, with only 1 mm deviation from intended was reported). There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open spine surgery for l5 - s1 lumbar interbody fusion, with intended placement of 4 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5.1 (on (B)(6) 2021). During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of l4 (reference clamp carbon with 4-sphere array). Acquired a 3d fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation, verified registration accuracy, and accepted it to proceed. Determined the angle of screw placement in each pedicle using the brainlab pointer and saved the intended screw trajectories. At left s1, prepared the pedicle and placed the screw using a navigated non-brainlab awl-tip tap, a navigated non-brainlab tap, and a navigated non-brainlab screwdriver. Moved to l5, encountered line of sight issues, and noted that he had moved the array and patient anatomy. Acquired a new 3d fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation, verified registration accuracy, and accepted it to proceed. At right s1, prepared the pedicle and placed the screw using the same workflow/instruments as the first screw. At right l5, during use of the navigated non-brainlab tap, noted a significant shift of the instrument's display on the screen (of about 8-9 mm) when rotating the instrument while it was inserted deep in the vertebral body (no anatomy was moving at this point of time), decided to continue use of navigation and placed the screw in right l5. At left l5, encountered some (minor) line of sight issues, continued to open the cortical bone using a navigated non-brainlab burr drill, then prepared the pedicle and placed the screw using the same workflow/instruments as previous screws. Acquired a verification scan and determined that all screws were placed correctly. After surgery, it was noted that the final l5 screw placements were not exact to their intended trajectories, but deviated by approx. 1 mm (both s1 screws were considered accurate). According to the hospital: the outcome of the surgery was successful as intended, with all screws placed in their correct final positions as intended (1 mm deviation for l5 screw placements was acceptable). There was no direct (or increased) risk of harm to a critical structure due to this issue there was no actual harm/negative clinical effect to the patient due to this issue (also not due to surgery/anesthesia prolonged by 5 min). There were no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.